Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that she was unable to interrogate a new generator prior to a surgical case. She used the physician's tablet to successfully complete the case. Upon inspection, she noticed that the usb port on her tablet was damaged. The tablet was received for analysis and was completed 11/09/2016. During the analysis, it was verified that the usb port was damaged. Although the usb port was damaged, the pins were not bent. As a result, the damaged usb port was able to be used during testing. No other anomalies were identified. Additional relevant information has not been received to-date.